Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during manual filling, with a syringe, of an unknown solution. There was no patient involvement. No additional information is available.